Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not deliver enough insulin for a lunch bolus, and experienced an elevated blood glucose (bg) level ranging from 390-400 (mg/dl). The customer addressed elevated bg levels by changing the supplies on the pump and delivering a bolus. Recommendation was made to consult with health care provider regarding diabetes management.